Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that son experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl, 497 mg/dl. Customer 's other blood glucose was 238 mg/dl. The customer was treated with bolus. Auto mode was active. Customer stated that they received sensor not working, sensor updating. Customer experienced abdominal pain. Customer was contacted to health care professional's for high blood glucose. The insulin pump will not be returned for analysis.